Event description:
It was reported that the user changed the insulin cartridge multiple times due to insulin leaking after insertion into the ilet, disconnected from the device, consumed a meal, and subsequently experienced a blood glucose of 450 mg/dl; later the user reported a blood glucose of 58 mg/dl, and the device issue was characterized as a leak/splash associated with the reservoir. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed leakage consistent with a seal issue, associated with the reservoir component and categorized as a medical device leak/splash. Symptoms included irritability and malaise associated with hyperglycemia and hypoglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.